Event description:
The customer reported to olympus that the visera elite video system center displayed a b30 error (scope communication error) and had a defective connector lock. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found that the b30 error (scope communication error) could not be replicated, however, the user request of defective connector lock was confirmed. Additional evaluation findings are as follows: battery depleted and dust accumulated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The intended diagnostic procedure was completed.

Manufacturer narrative:
Correction to b5 with additional information inadvertently left off initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause could not be identified. It is likely the breakage of the video-jack locking part prevented the scope from being held in its normal position, resulting in an inability to communicate with the scope. Olympus will continue to monitor field performance for this device.